Event description:
The customer's parent reported via phone call that the customer had a low blood glucose. Customer was hospitalized on (B)(6) 2015 and the paramedics were called. Customer's blood glucose was 38 mg/dl at the time of the low blood glucose event. Customer had hypoglycemia and was not aware of when she was going low. Caller stated that the paramedics were called twice today. Customer mentioned that she was having issues with her transmitter. Customer will test her blood glucose every 2 hours. Customer's blood glucose is now stable and has not been admitted to the emergency room. Caller stated that the paramedics were called to the customer's home.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.